Event description:
Healthcare professional "implant folds with small amount of silicone seen on both sides of the radial fold." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, opening, brown particles and underweight. A microscopic analysis was performed which identify sharp edge opening in the same edge assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior due to an unidentified (tear) opening. Additional, changed, and/or corrected data: d.10, g.4, h.3, h.6

Event description:
Patient reported left side rupture and pain. Healthcare professional additionally reported "implant folds with small amount of silicone seen on both sides of the radial fold." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and pain. Device remains implanted.